Event description:
It was reported that 30 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml were received by the customer without labels. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6): there is no label.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1078376, medical device expiration date: 2022-09-10, device manufacture date: 2021-03-19. Medical device lot #: 1063896, medical device expiration date: 2022-09-02, device manufacture date: 2021-03-04. Initial reporter facility name: (B)(6) hospital a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Batch 1078376 the batch history record review for batch 1078376 was satisfactory per internal procedure. Filling, labeling, and packaging processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and four other complaints have been taken on this batch for labeling, and no other complaints have been taken on this batch for leaking. Retention samples from batch 1078376 (100 tubes) were available for inspection. No labeling defects were observed in 100/100 retention tube samples. All retention tubes had one tube label that had legible batch information and a scannable barcode. Batch 1063896 the batch history record review for batch 1063896 was satisfactory per internal procedure. Filling, labeling, and packaging processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other complaint has been taken on this batch for labeling, and two other complaints have been taken on this batch for fill volume. Retention samples from batch 1063896 (100 tubes) were available for inspection. No labeling defects were observed in 100/100 retention tube samples. All retention tubes had one tube label that had legible batch information and a scannable barcode. All 100/100 retention samples were properly filled with the expected fill of liquid media. For investigation 100 retention tubes were measured using a fill volume measuring tool. All 100/100 retention samples measured at the acceptable fill volume level. No photos were received to assist with the investigation. No returns were received to assist with the investigation. The complaint cannot be confirmed for labeling or leaking defects for batches 1078376 and 1063896. Bd will continue to trend for complaints for labeling and fill volume.

Event description:
It was reported that 30 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml were received by the customer without labels. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese: there is no label.